Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the reported event could not be confirmed as the device was returned without discernable markings matching that of the event description. The polished surface of the device is smudged consistent with finger markings, however this is attributed to the handling of the device after the tibial protective cover was removed. No further discernable markings could be identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The surgeon elected to implant the product with traces of dirt on the implant.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the tka surgery for oa with the tibial tray in question. During the surgery, it was confirmed that there were traces of dirt and protective covers on the surface of the tray. The surgeon wiped it with a gauze, but some traces remained. The tray (lot#: 9657647) was not used and the surgeon used another tray (lot#: 9663605) which had less visible traces. The surgery was completed successfully within 30 minutes delay. The adverse event to the patient is not reported. No further information is available.